Manufacturer narrative:
The lead was returned only in fragments. Only the proximal section of the lead was returned for analysis. The morphology of the cut surfaces show that the lead was likely severed during explantation. The returned fragment was examined both visually and electrically. These inspections showed the existing cuts in the lead insulation, which are likely due to the operation. During the visual inspection, damage to both connectors was found, as noted in the complaint. Increased pressure and bending loads on the connector during implantation should be taken into consideration. When testing the dc resistance of the electrical leads, there were no irregularities. The production process for this device was reviewed. The production documents show no irregularities that could be related to this complaint. All production steps were executed correctly. In summary, there was no indication of a materials or manufacturing defect.

Event description:
Ous MDR - after an implantation time of about 72 months, it was reported that a suspected lead defect was noted in the connector area during device exchange (for both connectors, the check showed a ring-shaped detachment toward the lead body). Due to the phenomenon of the defect on both connectors and the kinked cable section that could also be seen, it is assumed that there must have been an unfavorable positioning inside the pocket. It was reported as additional information that, in 2011, the lv lead was deactivated and an epicardial lead was implanted. This intervention could have led to a repositioning of the leads in the pocket. There were no adverse patient effects reported.